Event description:
Boston scientific received information that this right ventricular (rv) lead exhbited an increase in impedance measurements from 800 ohms to greater than 2500 ohms. Additionally, the threshold measurements had increased. As a result, the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.